Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial / final report based on information discovered during the device evaluation. Functional testing of the returned product found the device would not power on with the original battery pack but did power on and function normally in both modes when connected to a lab battery pack. Visual inspection of the interior of the pack found the 6th battery from the power cord had leaked electrolyte inside of the pack. There did not appear to be damage to the wiring of the pack. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. G2: foreign: japan.

Event description:
It was reported that during surgery, the complaint stopped working during use, so it became not able to use for the surgery. It was reported as well that the complaint product became able to work when the functional check after the surgery. There was no patient harm or injury. There was no medical intervention. There was a surgical delay of 0-15 mins as they prepared an alternate device. During device evaluation and visual inspection of the interior of the battery pack found the 6th battery from the power cord had leaked electrolyte inside of the pack. Due diligence is complete and there is no additional information available.